Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, and scratched lens. No evidence was found in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty latch lock. The latch lock was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not accept any cassette that was attached. The fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.